Event description:
It was reported that the pressure values were out of range during start up o the cardiohelp. This event occurred during training and no oxygenator was attached. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the pressure values were out of range at start up of the device, with no oxygenator attached. The failure occurred during training. No harm to any person has been reported. The connection cable for internal sensors will be replaced to restore function. The cardiohelp is not in use and is waiting for the replacement of the connection cable for internal sensors. No log files were provided. The getinge field service technician stated that the most probable root cause of the reported failure "pressure values out of range" was the connection cable for internal sensors as the cable was twisted. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. The review of the non-conformities has been performed on 2022-11-11 for the period of 2015-08-01 to 2022-11-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-08-01. Based on the results the reported failure "pressure values were out of range" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. Note: if any new relevant information will be received the complaint will be reevaluated and if necessary reopened.

Event description:
Complaint ID: (B)(4).